Manufacturer narrative:
(B)(4).

Event description:
It was reported that new transmitter did not work. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test was performed and passed. A review of the transmitter bin was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.